Event description:
Within 12 hours after treatment of a lesion with a cypher stent, thrombus was found within the cypher.

Manufacturer narrative:
A female patient was admitted with atypical chest pain. Elective pci was performed on a de novo lesion in the lad (native vessel) of 15mm in length in a 2.5mm vessel diameter at a bifurcation. The class b lesion was also concentric. It was pre-dilated with a 2.5x15mm balloon at 6 atm before deployment of the 2.5x18mm cypher at 11 atm and a mini vision stent in the 1st diagonal with reported excellent stent to vessel sizing. The stent also appeared to be perfectly deployed angiographically. Residual diameter stenosis measured 0%. Timi flow was partial pre-procedure and iii, post-procedure. Within 12 hours of the procedure, thrombus was found within the cypher. A second cypher was placed to treat the patient. The patient remains hospitalized. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.